Event description:
It was reported that during a right transcarotid artery revascularization (tcar) procedure, the enroute 0.014" guidewire caused a dissection distal to the initial stent possibly due to challenging anatomy. An unplanned additional stent was placed to cover the dissection. There were no further complications reported.